Event description:
It was reported that an ilet bionic pancreas repeatedly displayed alert code 67 indicating a voltage fault related to the vbuck power regulation, and the device did not resolve after multiple restarts and charging. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included replacement of the ilet and use of a backup diabetes management plan, with continued dexcom cgm use on the phone or receiver. Investigation included customer service troubleshooting, device shutdown guidance, data sync via the mobile application, and receipt and inspection of the returned device. Investigation of this case revealed a persistent power subsystem malfunction associated with vbuck over/under voltage, consistent with a pump electronics issue. It was concluded that the cause was a device hardware malfunction of the power regulation circuitry.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.